Manufacturer narrative:
This report is created to relay on information received from a journal article. The purpose of this article: main technical objectives during surgery were to restore hip anatomy, prevent hip instability and avoid leg length discrepancy. Source: journal article carla timmer, davey m. J. M. Gerhardt, enrico de visser, marinus de kleuver, job l. C. Van susante. High incidence of intraoperative calcar fractures with the cementless cls spotorno stem. Springer-verlag france sas, part of springer nature 2018. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. An e-mail requesting the following additional information was sent on june 28, 2018 to the appropriate representatives. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported in a journal article that 17 patients had bone fracture (calcar fracture) during surgery on an unknown date. One calcar fracture was identified on the postoperative radiograph; this patient was treated with a weight bearing restriction. Two cases were intraoperatively converted to a cemented stem because of a calcar fracture. The remaining 14 calcar fractures were successfully treated with one or two cerclage wires intraoperatively and limited weight bearing the first 6 weeks after surgery. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. DHR review: the DHR check could not be performed as the lot number was not available. Trend analysis: no trend analysis could be performed as no item number(s) is/are available. Event description: it was found from the journal article that out of 800 tha with cls spotorno stem, 17 patients experienced calcar fracture intraoperatively. Among the 17, one patient treated with weight bearing restriction, two were converted to cemented stem and rest 14 were treated with cerclage wires. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: no product documentation was reviewed for investigation. Root cause analysis: root cause determination using sap rmw 0: - excessive load applied to the bone due to excessive impaction force possible, excessive load applied to the bone during insertion of the stem may lead to bone fracture. - excessive load applied to the bone due to excessive extraction force not possible journal article does not mention fractures while removing the stem. Conclusion: according the journal article, a total of 17 calcar fractures were recorded in the cohort of 800 tha intraoperatively. No information is given regarding the bone quality of the patients and the ref/lots of the products used. It is highly likely that excessive loads applied to the bone during insertion of the stems may have led to bone fracture. However, due to absence of necessary medical data, it is not possible to make a meaningful analysis of the reported failures. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to initial report.